Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the pacemaker in backup operation. The patient had admitted to being around a large generator, and was likely exposed to electromagnetic interference. The device was successfully restore by the electrophysiologist after a firmware change was downloaded. The patient's condition was stable.